Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 28 mm xience v ((B)(4)) is being reported under a separate medwatch report number. There was no reported product deficiency. Angina, restenosis, additional therapy/nonsurgical treatment, and hospitalization are foreseeable events. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that approximately 14 months post implantation of two xience v stents in the mid left anterior descending artery, the patient experienced exertional angina. The patient underwent a functional ischemia study which was positive. On (B)(6) 2010 three stents were placed in the index target lesion due to in-stent restenosis of the two xience v stents. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. Though requested, no additional information was provided.